Manufacturer narrative:
The lens associated with this event was not available to be returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Manufacturer narrative:
Investigation of this report is in progress. The device is not available for evaluation. A supplement report will be submitted upon completion of the investigation.

Event description:
The intraocular lens (iol) haptic was broken off during insertion. The incision was enlarged to remove the lens intraoperatively, and to insert a different lens of the same model and power. No other procedural complications were experienced. The orientation of the lens did not change. The iol optic was clear and free of debris/deposits. According to the reporter, the lens was discarded. Additional information has been requested, but has not been received.